Event description:
The dr claims that the graft was implanted as an external iliac profunda bypass graft and leaked blood (quantity unknown) through its walls. The graft became blood-tight on its own within one minute. The procedure outcome was fine. The pt's condition is fine.